Manufacturer narrative:
Two portex® bivona® uncuffed flextend" custom tracheostomy tubes were returned for evaluation. Visual inspection of the first device showed an estimated 3mm section of splits in the silicone encapsulation, beginning approximately 2mm below the base of the connection, exposing the wire on the device's extension. There was evidence of the wire becoming dislodged as the silicone appeared less translucent, but was not split, in an area 5mm below the reported splits. Visual inspection of the second device showed a tear in the silicone just below the base of the connector and just before the encapsulated wire on the device's extension. The tear was jagged and left a 5.8mm opening around the outside diameter of the tube shaft. No stretching was visible with the second device. A dimensional inspection on the inner diameter of both devices passed specifications. Based on the evidence, the complaint was confirmed as reported. The investigation determined the devices were manufactured per required specifications. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. The failure for both devices was attributed to the use of the devices inconsistent with their indication for use. A device history review, relevant to the reported lot, did not find any non-conformities during manufacturing and the lot passed qa inspection prior to shipment. The customer reported that two devices contributed to two reported events (one device per event). The customer returned two devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the two returned devices will be used for the medwatch. (B)(4).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The distributor reported on behalf of the product user that the listed device was in use for 3 weeks when the tube material was found fractured. Additional information regarding the event, patient outcome, and the reported device issue has been requested; no additional information has been made available at this time.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Additional information was received after the initial medwatch was reported. The patient's mother reported that her active child's tracheostomy tube was in use for less than one month when the shaft fractured near the 15mm connector, and the shaft's internal wiring could be felt through the shaft material. According to the mother, the child went off the ventilator for 30 seconds and began desaturating; during which, the child's values went from 97 to 70. No permanent adverse health effects were reported.